Manufacturer narrative:
Per issue, customer was adding multiple drops of blood. This pre-analytical techniques may contribute to inaccurate inr result or testing error. Pt advised to apply a single hanging drop of blood on sample well. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio meter = 5.0; reference = 3.4; mean = 4.20; confidence limits = 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Customer adding multiple drops to get enough blood in test may affect test accuracy. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010; inratio: 5.0; lab: 3.4. Tests were done within 1 hr of each other.